Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to low battery voltage. Based on device settings, the device did not meet expected longevity. With an external power supply the device tested normal and met all specifications. The battery was sent to the manufacturer and no anomaly was detected. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that during a follow up, device could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.